Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the device was found broken face plate during visual inspection. The root cause of the issue was determined as that the device was mishandled by user. Sintered filter, o-ring retaining washer, o-rings, MRI battery, alarm gauge bezel, alarm gauge label set, led pcb set, manometer, faulty main pcb and interface pcb, gas supply indicator o2, battery holder and elbow were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device has a broken face plate. Patient involvement is unknown. There has been no report of patient harm or adverse event reported.